Event description:
An operative hysteroscopy procedure was in progress when a small metal object was seen through the hysteroscope. The metal fragment was retrieved by the physician with no consequences to the patient. Examination of the tip of the hysteroscopic sheath used in the case indicated the loose object was from the tip of the device.